Event description:
Customer stated that she has dropped the insulin pump four times. Customer has been experiencing high blood glucose. The blood glucose reading at the time of the event was 936 mg/dl. Customer was coughing, feeling weak, tingling and numbness. Customer stated that the sodium and magnesium levels were high. Customer was admitted into ICU. Hospital treated with IV drip. The current blood glucose reading is 903 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.